Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection and magnification was performed and the female connector was observed separated from the main body. The insert chip was present and there was no evidence of solvent on the threads inside the barrel of the main body. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set, the female connector was observed separated from the light blue main body. There was no patient injury or medical intervention associated with this event. No additional information is available.